Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased threshold and low sensing was noted and a right atrial lead dislodgement was suspected. The lead was repositioned. The patient was in stable condition following the procedure.